Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -13.0/4.5/071 (sphere/cylinder/axis) was implanted into the patients left eye on (B)(6) 2021. Lens rotation was observed. The lens was repositioned and this did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight - race: unk. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned with moisture and residue/debris on product, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).